Event description:
I had my mammogram because I discovered a large lump in my right armpit lymph node. After the mammogram, and ultrasound, they told me right then, my implant was leaking. My allergan textured silicone gummy bear implant. I had an MRI and confirmed both of my implants were ruptured and the right was leaking. As of yesterday, they recalled my implants in europe and (B)(4). I realized all of the illnesses I have had in the last 2 years were because of my implants. I now have an autoimmune disease that is not genetic. I have been a very sick woman, with the following illnesses: recurring infections, slow wound healing, foggy brain (I have a 4.0 gpa, honor roll, and high iq), memory loss, hot flashes, night sweats, cartilage inflammation and soreness, bruising, fatigue, anxiety, metal poisoning, swollen lymph nodes, dry skin, eyes, mouth, cold limbs and extremities. Tingling in my hands, increased sinus and allergy problems, food intolerance, kidney problems. Digestive issues. I now have to change my diet and become gluten free.